Event description:
Allegedly, patient suffering from mom complications: a failed hip implant resulting in pain and other discomforts: difficulty conducting activities of daily living; consequences associated with exposure to metal ions; revision surgery; pain; trouble walking; not able to run or climb stairs; limited mobility.

Manufacturer narrative:
This is the same event as 3010536692-2015-00884, -00886, -00887.